Event description:
In 2004 a patient contacted customer service alleging they obtained an inaccurately high result of 386 mg/dl (interpreted as 38.6 mmol) on their meter compared to a venous draw an hour later at the hospital of 19.0 mmol/l (19.0 mmol equates to 342 mg/dl). The patient reported the following: at 12:00 am after returning home from work they tested their blood glucose because they felt very dizzy, "was seeing stars" and thought they might black out. The result as noted previously was interpreted as "38.6 mmol/l with the meter also prompting 'check ketones'. They then went to the hospital where they were monitored for eight hours, but not treated. They were advised by the hospital staff to increase their breakfast insulin dose from 6 units to 8u and their lunch from 6u to 7u. Besides being unaware the meter was set to mg/dl rather than to mmol/l (the expected unit of measure) and to the wrong date (4/30 rather than to 4/6), they neither recall seeing the decimal point in readings nor having to go through the set up mode to change the unit of measure. Along with other health problems, their vision is reportedly poor. Although the results have been higher since the beginning of the year, they have not tested regularly during the past three months. Before the day of the event, they had not tested in approximately two months. The patient also was using test-strips that had been opened eight months earlier. The owner's manual and test-strip insert remind a user to throw away any remaining test-strips in a vial that has been opened more than three months. The patient's elevated blood glucose at the hospital, which was also reflected in their meter result, was not due to the meter. Prior to the day of the event, they had elected not to test for two months. However, because the meter was set to the wrong unit of measure and they do not recall changing it, the complaint is being documented as a malfunction.